Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that the stimulator was shifting and rocking inside of their body. They had a fever and stated the pain in their back was 10/10. The increased stimulation from 1.4 volts to 2.9 volts and barely felt stimulation. They took medication for the pain and called their healthcare provider, who redirected them to the manufacturer. They were redirected to follow up with their healthcare provider to further address the issue.